Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. A separate problem report will be filed for the versacross dilator.

Event description:
It was reported that a perforation and a pericardial effusion occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross access solution kit was selected for use. The access was granted and the transseptal puncture (tsp) was performed without any issues. After tsp, when the versacross sheath was being placed into the left upper pulmonary vein, there was difficulty to locate the versacross rf wire, since it was very posterior. The versacross sheath was exchanged for the watchman sheath, and it was still not possible to visualize the rf wire. The watchman sheath appeared be more posterior in the left atrium. Thus, a non-boston scientific pigtail was placed in the appendage and a contrast injection was completed. Therefore, a small circumferential pericardial effusion was noted. The patient remained stable, so the physician completed the implant of the closure device. A pericardiocentesis was completed to treat the effusion removing 450ml of bright red fluid. The patient was reported to be doing well but remained in the hospital. The device is not expected to be returned for analysis. No pe was noted prior to the procedure. The patient was not under warfarin nor antiplatelet at the time. The physician believes that the left atrium was perforated when the versacross sheath went more posterior during tsp, causing the pe. It is possible that it was an operator error. No other issues were reported.

Manufacturer narrative:
The device was not returned for analysis. However, based on the media provided, the reported allegation for pericardial effusion was confirmed. The other allegations could not be confirmed. Thus, a supplemental MDR is being filed.

Event description:
It was reported that a perforation and a pericardial effusion occurred. During a watchman left atrial appendage closure (laac) procedure, a versacross access solution kit was selected for use. The access was granted and the transseptal puncture (tsp) was performed without any issues. After tsp, when the versacross sheath was being placed into the left upper pulmonary vein, there was difficulty to locate the versacross rf wire, since it was very posterior. The versacross sheath was exchanged for the watchman sheath, and it was still not possible to visualize the rf wire. The watchman sheath appeared be more posterior in the left atrium. Thus, a non-boston scientific pigtail was placed in the appendage and a contrast injection was completed. Therefore, a small circumferential pericardial effusion was noted. The patient remained stable, so the physician completed the implant of the closure device. A pericardiocentesis was completed to treat the effusion removing 450ml of bright red fluid. The patient was reported to be doing well but remained in the hospital. The device is not expected to be returned for analysis. No pe was noted prior to the procedure. The patient was not under warfarin nor antiplatelet at the time. The physician believes that the left atrium was perforated when the versacross sheath went more posterior during tsp, causing the pe. It is possible that it was an operator error. No other issues were reported.